Event description:
On (B) (6) 2010, patient reported she has been experiencing elevated blood glucose over 500 mg/dl for the past 3 weeks. Patient stated no occlusions or any other errors occurred during this time. Patient reported that her stomach was calloused, so she changed her infusion site which temporarily improved her blood glucose, but she noticed her blood glucose went high again soon after the change. Patient reported that lately the infusion sites have been coming loose when she sleeps. Patient stated she sleeps on her stomach. Discussed the "sandwich method" of securing the infusion set to her skin. Patient reported skin irritation on day 3 of her infusion site and occasionally experiences blood at the site and in the cannula. Patient stated her insulin sensitivity fluctuated when she was on injection therapy and inquired if her elevated blood glucose could be an indication of another change in this sensitivity. Recommended she speak with her doctor. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sending adhesive dressing and information on infusion site management; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.